Event description:
It was reported that when using the bd pyxis¿ es server, the nurse was unable to override medication, and the medication did not have the override option. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, it was determined that the user was unable to override medication. A technical support specialist contacted the customer to gather more details, and the customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.